Event description:
Ous MDR. After an implantation period of approximately 84 months oversensing and shock impedance values of greater than 150 ohms were reported. The lead was explanted and replaced.

Manufacturer narrative:
The analysis is based on the provided data as well as on the inspection of the returned lead. As mentioned in the complaint text, the available trend curves showed a stable shock impedance around 80 ohms between (B)(6) 2017 and (B)(6) 2017 with a subsequent sudden increase to >150 ohms. Furthermore the provided iegms demonstrated the reported noise on the ff and on the rv channel. Subsequently the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, multiple signs of wear along the lead body were found. In particular in the distal area near the shock coil the insulation was rubbed through. In this region the conductor cable to the shock coil was fractured. These damages can be considered as the root cause of the clinical observations. Based on the characteristics, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Additionally cuts in the insulation were observed, which most likely occurred during the extraction procedure. Blood penetrated the lead in these areas. Further extraction damages, such as a deformed fixation helix and an overrotated inner coil, were noted. Due to the deformed fixation helix the mechanical analysis was not properly feasible. In the course of the electrical analysis a broken contact in the conductor to the shock coil could be confirmed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.